Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring = black. Patient returned insulin pump for an alleged moisture damage observed on (B)(6) 2022. Insulin pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 and flex cable connecting electrical board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), cracked keypad overlay, pillowing keypad overlay, corroded battery tube, moisture damage, minor scratched lcd window. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Blank display was not observed during analysis. Blank display not confirmed. Insulin pump failed to download history files and traces due to moisture damage on the electronic assembly. Exposed to moisture confirmed.

Event description:
Information received by medtronic indicated that the insulin pump was in the pool and it was beeping medtronic word. Customer stated fluid on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.